Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black area caused by short circuit. A technical support specialist (tss) confirmed that the field service engineer (fse) performed preventive maintenance and identified that the scanner base was fallen and blackened. Fse also identified that the screw from the base had fallen directly into the power supply and no damage was suffered by the equipment. The fse guided the user to avoid moving the scanner base as this could damage the components. The system functioned as intended after the technical support specialist troubleshot and the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fire incident caused by short circuit in the screw holding the scanner base. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.